Manufacturer narrative:
H3): the tightrail was discarded, thus no returned product investigation was performed. H6): great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and a right atrial (ra) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath and a spectranetics tightrail sub-c rotating dilator sheath, while switching back and forth on both leads, progress stalled. Then, using a spectranetics 13f tightrail rotation dilator sheath on the rv lead, advancement was made just before the superior vena cava (svc)/ra junction, when the patient¿s blood pressure dropped, and effusion was detected via tee. Rescue efforts began, including rescue balloon, CPR, subxiphoid window, and sternotomy. An svc/ra junction perforation was discovered and repaired. Both rv and ra leads were removed post-sternotomy, and the patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.